Event description:
It was reported by the area representative that a possible lead break was reported to her via a surgeon. Additional information regarding patient and product was unknown at the time of the patient's initial report. Further information was received from a company representative indicating that it was unknown if patient manipulation or trauma caused or contributed to the reported possible break. Programming history was received and it revealed the high lead impedance occurred on (B)(6) 2011 and the generator was programmed off due to the received high impedance. X-rays were taken but not provided to the manufacturer for review. At the moment revision surgery is likely but has not been scheduled.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received and analyzed by the manufacturer. Review of x-rays indicated the generator was visualized in the left chest, close to the axilla. The filter feed-through wires appear to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. Part of the lead that was placed behind the generator and could therefore not be assessed. No acute angles were observed in the assessed portions of the lead. However, a suspect area was found proximal to the connector pin, visible right above the connector block. Additional information was received from the area representative indicating the patient had undergone generator replacement surgery. System diagnostics were performed and were within normal limits (2700 ohms).

Event description:
The explanted generator was returned to the manufacturer and underwent analysis. Analysis indicated the generator performed according to specifications. No surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. At the moment a lead issue remains in question based on the x-ray assessment previously provided.

Event description:
A periodic review of the manufacturer's programming history database was performed. It was identified that high impedance had occurred the patient¿s replacement generator. Prior to this, the patient's system diagnostics was within normal limits the generator was programmed off on date of detection. The internal data of the patient's model replacement generator was reviewed, with the available data, there was no evidence of intermittent high impedance. The patient's treating medical professional indicated that when high impedance was detected, the generator was programmed off and x-rays were taken. The patient then experienced an increase in seizures. The patient's lead and generator were replaced on (B)(6) 2017 due to high impedance. The x-rays were received by the manufacture and reviewed by company representatives. The majority of the lead could not be evaluated due to poor image quality near the generator and electrodes. In the portion visible, there were no obvious fractures or sharp angles. The suspect product has not been received by the manufacturer to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: that the explanted lead and generator were returned was inadvertently not reported on supplemental MDR 3. Device available for evaluation? , corrected data: it was inadvertently omitted on supplemental MDR 3 that the lead was available for evaluation on 11/20/2017.

Event description:
The explanted lead and generator were received for product analysis. Pa was completed on the returned generator. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. The lead was received for product analysis, but product analysis has not been completed, to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. The last electrode was not returned, so an evaluation and resulting commentary could not be made on that portion of the lead. The lead had a spiral wavy appearance; two abraded openings in the outer silicone tubing were identified. A suspected coil break was identified in the negative coil after the electrode bifurcation at the location of an anchor tether. At the same location, a single strand break was identified in the positive coil. Scanning electron microscopy was unable to identify the cause of the lead fracture due to corrosion around the lead break. No further anomalies were identified. No further relevant information has been received to date.